Manufacturer narrative:
Results: a sample was returned for evaluation. As this is a confirmed complaint no evaluation was needed. Photos were returned as well that showed a needle not coming out of the set straight. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Refer to CAPA (B)(4).

Event description:
It was reported that the 23 g x .75 in. Bd vacutainer® push button blood collection set did not retract needle after use due to a bent needle. There was no injury or medical intervention reported.